Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a major bleeding (leakage) was occurred on pericannula of the dsv. No harm or death to any person was reported however the failure is reported as life threatening. Since the failure was occurred during treatment and major bleeding (leakage) was reported, the complaint is reportable. Complaint #1487327

Manufacturer narrative:
Maquet cardiopulmonary gmbh was received the following information from the spanish agency of medicines and medical devices on (B)(6) 2026: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿hls cannula¿, manufactured by getinge and distributed by, occurred on 2022-01-29 with report number ps/ts/134821. The information was provided that a major bleeding (leakage) occurred on pericannula of the dsv. The failure is reported as life threatening. No additional information could be obtained for this case, as the responsible person had already left the hospital. Furthermore, neither photographic evidence nor the affected product was made available for further investigation. Therefore, it is not possible to determine the exact cause of the reported failure based on the available information. However, according to the risk assessment file of the product, potential causes are as follow: - manufacturing: - use of wrong or out of spec materials. Wrong materials or wrong amount used in production. Inappropriate connections. Inappropriate assembly of components. Total failure or impairment due to out-of-spec assembly. Clamping not possible / hardly possible. Connection of tube line not possible / hardly possible / insecure. Transport / storage and manufacturing: mechanical damage of cannula disconnection of cannula from tube line. User: the user didn´t perceive or recognize how to handle the fem cap or was unable to handle the fem caps appropriately. - the user perceive or recognize how to clamp the cannula or was not able to clamp the cannula appropriately. The user didn´t perceive or recognize how to secure the tube connections or was not able to secure these connections as required. The user didn´t perceive or recognize how to fixate the hls-cannula or was not able to fixate the cannula with the appropriate care. The user didn't perceive or recognize how to connect the cannula to the tubing line or was not able to connect the cannula to the tubing tube appropriately. - the user didn't perceive or recognize to handle the luer connection in aterial line or was not able to handle this connections with the required care. None of these potential causes could be confirmed. A device history record (DHR) review could not be performed, as the lot number of the affected product was not provided. A review of scrap, rework, improvements, and design changes was conducted, and no abnormalities related to the reported failure were identified. In addition, a review of relevant field actions and capas was performed. This complaint is not within the scope of any ongoing field actions and/or capas. A review of non-conformities within the defined time period was conducted and did not reveal any issues related to the reported failure. Based on the investigation results, the complaint is considered confirmed due to the reported serious injury and the presence of similar cases in the trend analysis. However, a product-related cause could not be established at this stage. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).